Manufacturer narrative:
As the device remains implanted, no investigation of the device can be conducted. Neither clinical images enabling direct assessment of product performance, nor the device was returned for evaluation. The author was contacted several times, if the post-operative complications are related to our vbx-devices and/or if he can confirm that our gore devices have not malfunctioned and the complication and/or adverse events observed are not attributable to our vbx-devices. Furthermore, details like event dates, serial no.'s, implant-dates, patient details, possible root causes and if the devices are available for investigation were requested, but nothing was provided. With the information provided to gore, the root cause of the reported event cannot be established. In the instruction for use for the gore® viabahn® vbx balloon expandable endoprosthesis the following is stated: adverse events potential clinical and device adverse events possible adverse events and complications that may occur with the use of this device or in any endovascular procedure and require intervention include, but are not limited to: occlusion (thrombosis and/or stenosis) of endoprosthesis or vessel endoleak / endotension.

Event description:
The following literature article was reviewed: finotello, a., spinella, g., notini, g. Et al. (2021). Geometric analysis to determine kinking and shortening of bridging stents after branched endovascular aortic repair. Cardiovasc intervent radiol 44, 711¿719. Received: 14 september 2020 / accepted: 13 january 2021. This is a single-center retrospective study conducted between september of 2016 and april 2019 on patients who had undergone b-evar of thoracoabdominal aortic aneurysms (taaa). In total, 38 vessels were treated with three different stents: fluency, covera, and vbx stent-grafts. 16 gore® viabahn® vbx balloon expandable endoprosthesis devices were used. The study evaluated bridging stent geometry in patients who underwent branched endovascular aortic repair (b-evar) and to correlate the outcomes with intrinsic bridging stent characteristics aiming to identify the stent(s) that guarantees the best performance. One patient experienced left renal stent occlusion in the vbx cohort 40 days after treatment. One patient underwent relining of a celiac trunk (ctr) branch treated with vbx due to inadequate landing zone in the target vessel. In conclusion, despite the limitations of this study, the results suggest that the latest generation bridging stents can satisfactorily adapt to aortic anatomies. Geometrical outcomes of our study seem to suggest that the vbx offers better adaptability to varying anatomies.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. A2/a3: the patients mean age is 77 years and the gender male, as stated in the article. B3: date of event was determined as date when literature article was accepted, here january 13, 2021. D6a/d6b: implant- and explant date is unknown. Further details were requested from the corresponding author such as serial no., implant- and explant dates, date of event, patient ID's and weight, and possible root cause as well as if device is available for further investigation. Until now no further information was provided. Product history review: a review of the manufacturing records for the device could not be conducted because the serial/lot number was not provided yet. H3: other code: as the status of the device is unknown and it was not made available until now, a further investigation cannot be conducted. Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.